Manufacturer narrative:
(B)(4). As of today, no surgical intervention was performed. The device remains in service. The field representative discussed the case with the health care provider, where it was reported the patient had such an improved ejection fraction and medical condition that the device may no longer be needed. Therefore, no repositioning of the system was planned until a final decision was made on the patient's need for the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had stored an untreated episode due to oversensing. No change to device programming was made at that time. It was later reported the patient received an inappropriate shock from the device, due to oversensing and decreased r-wave amplitudes. A technical services consultant reviewed the episode and discussed it appeared more consistent with myopotential noise than t-wave oversensing. An x-ray was provided, which confirmed good positioning of the electrode. However, the device placement was considered too anterior and very low. The device placement was likely the reason for the low r-wave amplitudes. Repositioning of the device was recommended. No adverse patient effects were reported.